Manufacturer narrative:
Qc was within specifications prior to and on the day of event. A field service engineer (fse) was on site for an unrelated issue. The fse conservatively replaced the peri-tubing but did not think there was a problem with it. The fse could not determine root cause for this event.

Event description:
A customer obtained discrepant results between the neat and diluted bhcg assays for one patient's sample. All results were positive. The customer performed manual serial dilutions to confirm the correct result. The customer is not reporting patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.